Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The complaint was reported as: the nurse found liquid medicine leaked downward on the supply tubing after she put some medicine into the jar, when preparing a treatment for the pt. Another device was used. No pt injury reported.